Event description:
It was reported that the patient has not followed up with their physician at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited oversensing of noise that led to inappropriate atrial tachy response (atr) mode switches. Additionally, pacemaker mediated tachycardia (pmt) episodes were observed, with many being initiated by the right ventricular automatic threshold (rvat) test. The pmt algorithm was noted to have terminated the pmt, however, the patient went right back into it. The patient was admitted to the hospital for further evaluation. No additional adverse patient effects were reported. This product remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.